Event description:
Pt reported receiving elevated blood glucose in the 400 mg/dl range for the past couple of months. Pt stated they changed from glass cartridges to plastics cartridges a couple of months ago also. Whentroubleshooting, the pt removed the cartridge/piston rod assembly from the device and noticed insulin pooled in the device. The cartridge was leaking at the o-ring. Pt stated that there is a gap between the o-rings that is causing the insulin leak. Pt did advise that the expiration date on the cartridges had passed and this could have caused the issue. Pt will switch to their backup device.